Event description:
Pt experiencing infusion set tubing breaking at the tubing luer lock. Caller indicated that pt's blood glucose elevated to >500 mg/dl. Caller indicated that when the breakage occurred, pt replaced the tubing and administered a correction bolus.